Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states the chair is being tied down during transportation and it broke the spokes.